Event description:
The reported issue occurred during the cleaning/washing of the scopes using the oer-pro. An e01 error, low water pressure/insufficient water, was displayed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. Additional information added to the following fields: b5, e2, e3, g2, h4, h6. Upon further follow up with the customer, it was reported that the water filter was replaced and the customer ran 1 cycle. After a few days, it was giving off the same error even after conducting a leak test and bleeding out air pressure. The filter was changed once more and air released from the filter as suggested by olympus customer support and there were no further problems with the machine. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. However, as the issue was resolved when air was discharged after replacing the filter, it is likely the water filter/pre-filter was clogged. The following information from the instructions for use (IFU) pertains to this event: "4.12 discharging air from the water filter housing. Caution. After attaching the water filter, be sure to discharge air from the water filter housing completely. If air is left in the water filter housing, the process time may be extended. Air should be removed whenever process time is extended or other irregularity are noticed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was reported the reprocessor had a low water flow rate. In speaking with the olympus technical assistance center (tac), the customer reported low water flow and no error. The customer requested instructions on how to replace the 6-month filter on the machine. The customer was provided an emailed quick reference guide on how to replace the filter. There were no reports of patient involvement.

Event description:
It was reported that the endoscope reprocessor had low water flow. There were no reports of patient harm.